Manufacturer narrative:
This is a duplicate of manufacturer report 1119421-2019-01234. No further reports will be filed for this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was stuck during the attempt to implant the lens. There was a slight delay in the procedure. Additional information was requested.